Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error 2240 alarm (air in set) during drain 3 of 4 on the home choice (hc). The home patient (hp) stated he disconnected at the end of his dwell 3 of 4, came back to the hc machine to reconnect, the display read drain 3 of 4, then he connected and got system error 2240. The technical service representative (tsr) explained the alarm to the hp and then instructed the hp to cycle the power off/on twice to clear the alarm. The tsr then explained to the hp he would either need to start over with all new supplies or do a manual drain. The hp stated he will do a manual drain. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, he thought he disconnected in dwell and reconnected in dwell, he did not realize that the homechoice (hc) had moved to drain. The hp stated he knew the proper disconnect and reconnect procedures. The hp did a manual drain that night and resumed therapy the following day on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 3 of 4 was confirmed; per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated he disconnected at the end of his dwell 3 of 4, came back to the hc machine to reconnect, the display read drain 3 of 4, then he connected and got system error 2240. Per the hp, he thought he disconnected in dwell and reconnected in dwell, he did not realize that the homechoice (hc) had moved to drain. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.